Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The stent was found damaged. Struts along the proximal to mid-stent were in a lifted state. There was no damage observed on the distal tip. No other visual damages were encountered upon visual inspection. A visual and tactile examination of the hypotube found a kink 145mm distal to the distal end of the strain relief. No other issues or defects were observed during product analysis of the returned device.

Event description:
Reportable based on device analysis completed on 28 jul 2020. It was reported that the catheter could not cross the lesion. The target lesion was located in the tortuous and calcified left anterior descending artery. An synergy ous mr 3.50 x 38 catheter was selected for use to advance the target lesion. During a percutaneous coronary intervention, it was noted that the catheter could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a stent damage.